Manufacturer narrative:
E1: customer phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, while the user was removing a flexor ansel guiding sheath from the patient during an unspecified vascular procedure, the check-flo valve assembly "snapped off". A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested.

Manufacturer narrative:
Summary of event: as reported, while the user was removing a flexor ansel guiding sheath from the patient during an unspecified vascular procedure, the check-flo valve assembly "snapped off". A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the limited information provided and the results of the investigation, cook has concluded that a component failure, unrelated to design or manufacturing, contributed to this event. The customer did not respond to cook¿s attempts to obtain additional information regarding the event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.